Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer informed the technical support engineer (tse) the surgeon encountered repeated vio integrated electrosurgical unit (erbe) errors. The onsite logs reflect the log m-1c. The tse explained the message was populating explained the maximum activation time had been reached and the resolution was to release the energy pedal and depress the pedal again if energy application was still needed. The customer explained the staff had encountered repeated errors over the last month. The customer was not certain of other dates of erbe issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with same esu/generator or was the generator exchanged out during the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure (interrupted message repeatedly showing) could not be reproduced on erbe connected to system. Logs showed (pattern (2) m-1c error 3/4/2025. Visual inspection: (the bezel has deep scratcher across the top edge.) (M-b0-68/m-b0-13 errors occurred on mono coag 3 port) erbe unit that was placed on a system and was run in normal mode. (M-b0 error: neutral electrode symmetry) potential root cause for this issue. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.